Event description:
During surgery the md was using the sologrip iii delivery handpiece. The md perceived that the device malfunctioned. He stated that there was a strange smell and flash of light emitting from the probe. The md noticed that the fiber was hard to advance. After making 17 channels, the md noticed light and smoke coming from the area around the fingerslide and the device was discontinued.